Manufacturer narrative:
Event site postal code: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately six hours of intra-aortic balloon (iab) therapy, the console generated a leak in iab circuit alarm and blood was found in the tubing. The iab was then removed and a new one was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was received by our facility on 19jun2023. The product was sent to a third party for sanitization on 19jun2023. Per procedure the product must be sanitized prior to evaluation. When the product batch was returned from sanitization, the product from this complaint (tw (B)(4)) was missing from the shipment. An inquiry was opened with the shipment carrier by the sanitizer facility and the product was unable to be recovered (lost device) by the shipper and the inquiry claim was closed. Therefore a product evaluation could not be performed. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. A trend and risk review were performed and it was identified that the device was performing within its approved risk profile. The reported problems cannot be confirmed at this time. If the device becomes available, the complaint will be reopened and evaluated and an evaluation letter will be provided. Reference complaint #(B)(4).

Event description:
N/a.